Event description:
It was reported that during interrogation that occurred on the date of this event, the print report showed that the pump was replaced on (B)(6) 2012, and the "new pump segment placed to existing 8709" catheter. The health care provider (hcp) performed a 90% prime. The drug that was used via the device system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information reported the patient experienced withdrawal. The cause of the pump replacement and catheter revision was a pump motor stall. The motor stall did not recover and was stalled for 12 hours. The cause of the stall was unknown. The patient recovered without permanent impairment. The medications being delivered via the pump were dilaudid, clonidine, and bupivacaine.